Event description:
The cougar lateral angled inline inserter was returned in an expresscare set and was reported to be broken. It was reported that when releasing the inner cannula, the shaft of the inserter doesn't push forward, rather the cap unscrews completely. However, the completion of the complaint investigation found that two of three pins were missing from the instrument. The location of the broken pins is unknown. As such, it is possible that the broken pins could remain in a patient.

Manufacturer narrative:
Device manufacture dates: 09/27/2011; 01/20/2012. Visual inspection of the knob of the lateral angled inline inserter revealed that 2 out of the 3 retention pins were missing from the device. The third pin was observed as backing out of its respective hole. There was no apparent evidence to suggest that the pins had been welded during manufacturing. A functional test of the instrument confirmed the reported issue. A device history record review found no discrepancies were observed during the release of this lot. The review identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A 12 month review of the complaint trend analysis for the lateral angled inline inserter noted that there were no related complaints for issues of this nature. The root cause cannot be determined at this time and is currently under investigation by the supplier. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review and worldwide post market surveillance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.